Event description:
Literature was reviewed regarding left bundle branch area pacing (lbbap). The authors described a patient who underwent an lbbap implant procedure. Left bundle capture was not achieved on the first attempt and the lead was rotated additional times. After a second attempt, the lead was screwed into the mid-basal interventricular septum. The patient experienced chest pain during after the lead was placed. Contrast injection was performed which showed stagnation of contrast inside the septum, and a rupture of a septal branch was also visualized. The electrocardiogram (ECG) did not reveal any st changes, and the patient remained hemodynamically stable. The pacing lead was then repositioned, and the chest pain resolved. The patient developed non-sustained ventricular tachycardia (nsvt) and ventricular ectopic beats of different morphologies at the end of the procedure that persisted the following day. A bedside echocardiogram conducted the day after the procedure identified an interventricular septal hematoma that protruded into the right ventricle (rv). Two days later, the hematoma remained. Antiarrhythmic treatment with sotalol resolved the nsvt and ventricular ectopic beats. The patient was discharged three days after the implantation. At the one-month follow up, the hematoma had resolved. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: interventricular septal hematoma complicating left bundle branch area pacing: a case report¿the devil is not so black as he is painted. Journal of cardiovascular development and disease. 2024, 11, 52. Doi: 10.3390/jcdd11020052 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.